Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue): patient states that if there are 30 units of insulin left in the pump and tries to deliver 18, it will not allow them pump alarms that bolus is canceled. The patient has lost confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
No defect found. The device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: the pump history shows one eaw- 176 partial delivery, user aborted (meter) warning on (B)(6) 2016 at 23:43, where 10.25u out of programmed 11.25u was delivered. No evidence in history of any 18u boluses being cancelled. For testing purposes 30u was loaded into the pump. An 18u normal bolus was successfully programmed and delivered with no eaw or cancelations observed. Pump history shows the low cartridge warning level was set to 30 u. After delivering the 18.0u bolus the pump displays the low cartridge warning correctly on the screen. Unable to duplicate the complaint.